Event description:
Customer is reporting that there unit is not alarming. No patient involvement or injury reported.

Manufacturer narrative:
The unit (sn (B)(6)) was returned to sechrist for evaluation. This unit was manufactured in 2017. The evaluation discovered that the o-ring for the reed cap of the alarm module was folded under the reed cap. The cause of this occurring could not be determined. The device in question was overhauled by (B)(4) on 09/05/2024. After overhaul of any device, the unit is tested to verify it functions according to its specifications. Review of the service records were reviewed in regards to the alarms and all the alarms were verified to be functioning prior to the unit being returned to customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).